Manufacturer narrative:
It was reported that the patient was prescribed anti-coagulant following the discovery of the pe (pulmonary embolism). The closurefast catheter was discarded after the procedure, therefore, further investigation of the device cannot be performed. If any additional information is obtained, a follow-up report will be submitted.

Event description:
On (B)(6)2008, the patient was treated for a greater saphenous vein closure. There were no abnormalities noted before, during or after the procedure by the attending physician. On (B)(6)2008, patient went to the emergency room, a CT scan was conducted and found a pe (pulmonary embolism). The patient was admitted and given an anti-coagulant (lovenox, warfarin) and discharged.